Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by a peritoneal dialysis nurse that the patient is currently taking vancomycin ip for peritonitis.

Manufacturer narrative:
Clinical evaluation: although a temporal relationship exists between the liberty cycler and fmc cassette and the reported adverse event(s) of abdominal pain and peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or fmc cassette, and the adverse event(s) of abdominal pain and peritonitis. Additionally, there is no allegation or that any fresenius device(s) caused or contributed to the adverse event(s). There is however a possible association between the reported event(s) and a breach in aseptic technique during pd therapy given the organism cultured was staphylococcus epidermidis and a ceiling fan was in use during part of pd therapy as reported by the pdrn on (B)(6) 2017.

Event description:
It was reported by a peritoneal dialysis nurse that the patient is currently taking vancomycin ip for peritonitis.